Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis while using the infusion device. The patient's blood glucose results were in the "20 mmol/l range" for the past 2 weeks. It was alleged that occlusions within the infusion device contributed to the elevated blood glucose levels. The patient acknowledged the error by pressing the "tick" button but took no other actions. The patient was semi unconscious in an unwell state and she was taken to the hospital. The blood glucose results and the type of treatment given to the patient at the hospital were unknown. The patient was currently still in the intensive care unit. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
Several e4 (occlusion) errors were found in the history list. The e4 was not cleared according to the user guide. The e4 occurs (occlusion) if the force, measured by the force sensor, is too high. This is not a malfunction of the insulin pump. The occlusion limits were tested successfully with a diagnostic test system.